Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report inaccurate cgm readings on (B)(6) 2013. The patient reported the following discrepancies: cgm reading at 56 mg/dl and blood glucose meter reading at 170 mg/dl, cgm reading 400 mg/dl and blood glucose meter reading at 266 mg/dl. The patient reported no use of acetaminophen at the time. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.